Manufacturer narrative:
Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. No frozen screen. No moisture damage electronic assembly. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when the customer input their blood glucose. It was also found the customer had a frozen display. Customer's blood glucose was 108 mg/dl. The customer reported jumping into the pool while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.